Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0265876 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that 5-6 syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that shields are hard to remove and needle hub is stuck inside shield. Verbatim: consumer reported found 5-6 syringes shields hard to remove - needles hub then stuck inside shield."

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 5-6 syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that shields are hard to remove and needle hub is stuck inside shield. Verbatim: consumer reported found 5-6 syringes shields hard to remove - needles hub then stuck inside shield".